Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray was provided and reviewed by a health care professional. Review of the available records identified the glenosphere which is dislocated inferiority and medially and a likely screw fracture is visualized. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total reverse shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Radiographs were reviewed and indicated the glenosphere is dislocated inferiority and medially and a likely screw fracture is visualized.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk humeral head cat#ni lot#ni, unk humeral stem cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05402, 0001822565 - 2019 - 05403.

Event description:
It was reported by the 411 group that a patient underwent total reverse shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. Attempts have been made and additional information on the reported event is unavailable at this time.